Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure due to increased charged burden. The patient is doing well post operatively and the device will not be returned as it was released by facility.